Event description:
It was reported that physician looked at the patient and realized the inflatable penile prosthesis (ipp) device was malfunctioning. The patient underwent a surgical procedure in which it was identified that there was a fluid leak and a large air bubble at the pump. All components were explanted and replaced without patient complications.